Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded low, out of range and high out of range pacing impedance values, also the patient reported a rash on the incision area. Furthermore, the device showed two years left of battery, but it had been implanted some days. A technical services report was requested, and the power consumption was determined as abnormal, given saturated lead impedance measurements. These observations were consistent with latent hardware malfunctions of the pacing channels. Similar malfunctions had demonstrated the capability to damage the lead system via corrosion, but in those instances the malfunction had been present much longer. The lead system was highly likely to be okay for continued use in this case. The device was programed to unipolar pace bipolar sense and impedance was within normal limits. The rv channel showed high pacing thresholds. There was also a discomfort from the patient and an allergic reaction. The pacemaker was damaged. The pacemaker was explanted and is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded low, out of range and high out of range pacing impedance values, also the patient reported a rash on the incision area. Furthermore, the device showed two years left of battery, but it had been implanted some days. A technical services report was requested, and the power consumption was determined as abnormal, given saturated lead impedance measurements. These observations were consistent with latent hardware malfunctions of the pacing channels. Similar malfunctions had demonstrated the capability to damage the lead system via corrosion, but in those instances the malfunction had been present much longer. The lead system was highly likely to be okay for continued use in this case. The device was programed to unipolar pace bipolar sense and impedance was within normal limits. The rv channel showed high pacing thresholds. There was also a discomfort from the patient and an allergic reaction. The pacemaker was damaged. The pacemaker was explanted and has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations: pacing impedance low out of range, pacing impedance high out of range, premature discharge of battery, noisy signals, oversensing, high capture threshold, recognized device or procedural complication, inadequate/inappropriate treatment or diagnostic exposure, device revision or replacement, and hospitalization or prolonged hospitalization. If information is provided in the future, a supplemental report will be issued.